Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4). Concomitant product: (B)(4), implantable pacing lead, (B)(6) 2002. Event summary: (B)(4)-the device was returned to the manufacturer and analyzed. No anomalies were found.

Event description:
It was reported the patient developed endocarditis. The device and leads were removed, the device pocket cultured and antibiotic treatment was "necessary." The device will be returned, the leads will not. No fu rther patient complications were reported as a result of this event.